Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a venous pressure high alarm occurred with clotting noted in the venous line. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting to problems with the pt's access. The pt has since received a new catheter. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.